Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the device preparation prior to implantation, the marker channel appearing on the programmer was incorrect upon interrogation of the pacemaker. The physician completed the implant procedure with a new pacemaker. The patient experienced no consequences.

Manufacturer narrative:
The reported event of a marker anomaly was confirmed. As received, a complete device was returned with the device voltage above the elective replacement indicator (eri) for analysis. Analysis of the device image indicated that the device was within the normal range of operation. Further assessment of longevity was performed and it's indicated that the device was found to have appropriate remaining longevity. Interrogation was performed and a marker anomaly was found on merlin programmer. The cause of the marker anomaly could not be determined. No other anomalies were seen.